Event description:
It was reported that during surgery the handle was not engaging properly and appears to be getting stuck during operation. The handle was not inserting properly and was not grafting as intended. There was patient involvement; however, impact is unknown. Due diligence is complete as customer has indicated that no additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: uae. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.